Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported dislodged stent was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that no resistance was felt during removal of the protective sheath from the 3.5 x 33 mm xience alpine stent delivery system; however, after removal it was observed that there was no stent implant on the balloon. Further investigation found the stent implant located inside the protective sheath. The device could not be used on the patient. Another same size stent delivery system was used successfully for the case. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.